Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the tandem-provided usb cable. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 145 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer continued to use the pump for insulin therapy.